Event description:
The customer reported that the fluoro comes on by itself and they have to press the foot pedal multiple times to get it to stop.

Manufacturer narrative:
The ge service rep replaced the fluoro functions, foot pedal, hand switch and fluoro button on the system. He pulled log files and event logs from fluke power meter and sent them to regional specialist for review. No problems were found after testing.